Manufacturer narrative:
A siemens healthcare diagnostics (siemens) customer service engineer (cse) was dispatched to the operator's site to determine the cause of different heparin unfractionated (uf) results obtained on samples from the same patient on the bcs xp system. Siemens obtained the assay procedure and definitions for the user defined method (udm) (assay procedure number 7021) and the siemens' application (assay procedure number 93) of the berichrom heparin reagent. The operator replaced the standard human plasma (shp) calibrator and established a new calibration curve. The operator indicated that acceptable results were obtained using the new calibration curve. Siemens reviewed the calibration curves that were established on 16-nov-2017 and 06-jan-2018 and determined that the assay procedures were acceptable. Siemens determined that the quality controls (qcs) and the calibration curve for assay procedure number 93 were within expected ranges. Siemens determined that assay procedure number 7021 is linked to the curve established for assay procedure number 93 and the last two points of the calibration curve is flat, which potentially contributed to some low raw value recovery for assay procedure number 7021. This potentially contributed to the different heparin uf results obtained using assay procedure number 7021. Siemens determined that assay procedure number 93 is performing within specifications. The cause of the event is unknown. The system and reagent are performing according to specifications. MDR 9610806-2018-00022 was filed for the same event.

Event description:
A heparin unfractionated (uf) result, flagged with "result above reference range/cut-off", was obtained on a patient sample on the bcs xp system, using a user defined method (udm) of the berichrom heparin reagent. The same sample was rerun, using the udm and the siemens' application of the assay, on the same system. The result obtained using the siemens' application recovered higher than the initial result and was flagged, while the result obtained using the udm recovered lower than the initial result. These results were not reported to the physician(s). The patient's blood was redrawn and run at an alternate lab, on an alternate bcs xp system, recovering in a result of 0.19 iu/ml. It is unknown if this result was reported to the physician(s) and the expected result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the different heparin uf results obtained on samples from this patient.